Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump communicated properly with the test blood glucose meter, the test blood glucose value on the meter was displayed on the insulin pump screen and was also recorded in the bolus history screen. No radio frequency communication anomaly or history anomaly noted. No flashing x on the display or display anomaly noted during our testing. The insulin pump passed self test and displacement test. The insulin pump was received with a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump is not recording blood glucose levels. The customer stated that there is an x on the display. Customer's blood glucose level at the time 10.2 mmol/l. Troubleshooting occured. Advised insulin pump would be replaced.